Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that unspecified bd¿ needle plunger broke and the needle broke off inside the patient. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the plunger broke and the needle was not found when it was pulled out of the patient's skin. Per (B)(4): my 1¿ 25 gauage bd intergra plunger broke with .25cc and sent the needle deep into my quad muscle. The needle was not there when I pulled the cylinder up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle plunger broke and the needle broke off inside the patient. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the plunger broke and the needle was not found when it was pulled out of the patient's skin. Per (B)(4): my 1¿ 25 gauge bd integra plunger broke with .25cc and sent the needle deep into my quad muscle. The needle was not there when I pulled the cylinder up.